Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated there was frequently no or intermittent response by button press on the insulin pump, particularly the act button. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had intermittent button response due to corroded keypad traces. Insulin pump had minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.